Manufacturer narrative:
The field service engineer (fse) went on-site to evaluate the suspect device. The fse evaluated the power system of the device and noted that the device only recognized battery power. The internal battery harness, fuse holder, power cord and power supply voltage were evaluated. At this time, the reported event was duplicated, which was isolated to the power cord. Once a replacement power cord was used the reported event was resolved. The operational verification procedure for the device was performed and passed. The device was returned working to manufacture specifications to the customer. No hardware is expected to be returned therefore, no further evaluation will be performed.

Manufacturer narrative:
The customer reported the suspect device is available for analysis and vyaire has scheduled a customer visit to evaluate the device. The device evaluation will be included in a follow-up report and submitted.

Event description:
The customer reported while in use a blank display on the user interface module (uim) of this ventilator device and the ventilator device stopped ventilating. The customer reported no patient harm or injury was associated with this event.